Manufacturer narrative:
This complaint was received via user report and has been reported to swedish medical authority. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A swedish medical authority user report was received in which the following information was reported: "patient with diabetes mellitus type 1 who received an insulin pump with sensor in the spring. She now came for a return visit and then had hba1c 70 mmol/mol. Looking at the sensor data from the pump, she should have hba1c 50 mmol/mol. I then started by taking a capillary hba1c on our device and it showed 67 mmol/mol. What can give falsely high hba1c is iron deficiency, but then it can be a maximum of 10 mmol/mol. She had hb and iron values taken which were normal. My suspicion was from the beginning that the hba1c was correct and that it was the pump that was showing the error. She therefore received a stand-alone sensor connected to her mobile phone on tuesday and we booked a telephone follow-up in 2 weeks. Yesterday she called when she herself saw that the sensor in the mobile phone showed higher values that matched hba1c. To summarize, the sensor connected to the pump shows falsely low values and the pump has therefore given too little insulin. This is also confirmed when the doctor in charge looks at the doses the pump has given compared to what she had in the pen before." Treatment details from the patient were not provided. Adc customer service successfully attempted the customer, however further information pertinent to the case was not provided. Based on this information, there was no report of death or permanent impairment associated with this event.